Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, full pacer functionality testing, ECG leads and pads testing, and shock testing without duplicating the reported malfunction. The device's pacing knobs were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log did not show any pacer errors or malfunctions, but did show on the reported event date that the pacer current never went above 56 ma. There was no evidence in the log to suggest that the pacer current could not adjust above 60 ma. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old female patient, the device's pacer output resets to zero. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.